Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic colectomy, during anastomosis, the anastomosed site completely opened. There was blood loss of more than 500cc which required a blood transfusion. The product problem resulted to colostomy. "K-ovaio" was done to prevent permanent impairment. The patient's stay in the hospital has been extended. Currently, the patient is still at the hospital. It was stated that there will be an additional operation to be performed to correct the issue.